Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-01086. The patient received two leads with the same lot number. It was reported surgical intervention was undertaken and the scs system explanted due to the patient not liking the stimulation also it did not help her pain. Follow-up identified the patient never had effective therapy.